Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was no longer getting adequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were pulled down to regain coverage. The patient was doing well postoperatively, and the leads remain implanted and in use.